Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer forgot to remove the pump before taking a bath and the pump subsequently shut off at 100 percent battery life. There was no adverse impact to the customer.